Event description:
Hemodialysis pt arrived for regular scheduled treatment. Pre bp 139/71, pulse 69, temp 96.4, resp 16. Hemodialysis initiated at approx 0705 via right tunneled jugular catheter. At approx 0900 bp 95/50, pulse 69. At approx 0915 pt was found unresponsive, blood leaking between the arterial connector of the pt's arterial tunneled catheter and the arterial portion of the combiset dialysis lines. CPR was initiated and 911 was called. Pt was transported to hospital and expired in the ER.